Manufacturer narrative:
Unit passed displacement test. Hardware low level failure alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alleged under delivery. Customer's blood glucose value was 239 mg/dl at the time of incident and the other blood glucose level was 353 mg/dl. The customer was assisted with troubleshooting. Customer stated that insulin pump had hardware low level failure and the insulin pump passed self test. Customer was able to clear the alarm. The customer was treated with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did mentioned symptoms related to high blood glucose event such as nausea. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer stated that the auto mode feature was active. The insulin pump will not be returned for analysis.